Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The investigation results will be provided in the final report.

Event description:
It was reported that the patient had eroded insertable cardiac monitor. The patient stated that the glue wore off from initial implant and it was not healed; from the emergency room, the physician could see the device and it was pulled out. A new device was implanted on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.